Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided complete pump reset information and guided the customer through the reset process. After the reset, the cgm error code did not reappear, and the customer successfully started their sensor session.